Manufacturer narrative:
Qn#(B)(4). One unit of hemodialysis catheter was returned for investigation. The extension lines were observed to be kinked severely and at multiple spots. No additional information was received from the customer on this reported failure. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit, instructs the user "do not clamp tubing repeatedly in the same place. Doing so may weaken the tubing." Based on the information, the most likely root cause of the issue is unintentional user error. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "(B)(6) 2025, the luer hub/fitting has crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00327, 9680794-2025-00504, 9680794-2025-00503, and 9680794-2025-00502.

Event description:
It was reported "(B)(6) 2025, the luer hub/fitting has crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00327, 9680794-2025-00504, 9680794-2025-00503, and 9680794-2025-00502.

Manufacturer narrative:
Qn# (B)(4).